Event description:
It was reported that the was not configured properly during the manufacturing process for the fetal heart rate (fhr) lower alarm limit. The fhr was configured to 50 beats per minute (bpm), instead of 120 bpm. There was no report of patient involvement.

Manufacturer narrative:
This issue resulted from incorrect configuration of the corometrics monitor, on which the fetal heart rate (fhr) low limit was incorrectly set to 50 bpm. Ge healthcare's investigation indicated the manufacturing process did not include sufficient check points or instructions to ensure that final configuration of the monitor is correct. A CAPA has been created to address the site specific manufacturing issues at ge border operations (bop), in (B)(6) the configuration documentation has been revised to provide additional clarification on how to perform verification of the parameters established in the configuration process. Automated test equipment has been updated to set the low fhr alarm limit on pre-configured units to 120 bpm. Additional training has also been provided for all configuration personnel. Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under report no 9607277-05/13/15-001